Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Updated device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient developed with an abscess, necrosis, poor wound healing and infection at the implant site. Subsequently, the patient was hospitalized (specific duration not reported) on(B)(6) 2025. During the admission, the patient was treated with IV antibiotics (specific duration not reported). Following discharge, the patient was treated with oral antibiotics for a duration of 10 days. Device analysis report attached.